Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "long gamma was implanted for intertrochanteric fracture of right hip, abnormal lag screw back out was seen at 2 week post op x ray(time frame of lag screw back out as well as the amount of back out".